Event description:
The patient reported dental work implants/crowns and is no longer using aligners. Patient indicated to be true to pain, infection, inflammation, gingivitis, sensitivity, discomfort, not fitting, compromised implant, crown, and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.